Event description:
It was further reported that gauge inaccuracies occurred upon the first attempt to inflate the balloon. The non-bsc balloon used with the device was inflated however, did not rupture and no issues were noted deflating the balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint unit was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure gauge inaccuracies occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left anterior descending (lad) artery. The physician attempted to inflate an unspecified balloon catheter with the advantage 26 inflation device however, the needle of the gauge did not move during pressurizing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.